Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) could not be released. There was no reported patient injury. The device was stored and prepared according to instructions for use. The procedure was interventional using a retrograde approach, and the operator was mynx certified. The femoral artery was used, suitability and vessel diameter =5 mm were verified, with no tortuosity and no peripheral vascular disease or calcification present. Hemostasis was achieved with manual compression for 20 minutes. The device was fully shuttled down with no resistance, no unusual force was applied during sheath retraction, and the advancer tube was not engaged or visible. The device is being returned for evaluation.